Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that drive support cap was missing due to pump dropping. Customer's blood glucose was 240 mg/dl. Insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with cracked end cap, missing the drive support disk, cracked battery tube threads, cracked case at the display window corners and minor scratches on the lcd window.